Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis results revealed no anomalies found.

Event description:
It was reported that the right ventricular lead was dislodged due to twiddler's syndrome. The lead was repositioned and remains in use. During the repositioning procedure, the physician switched the polarity of the implantable pulse generator (ipg) to bipolar. When connected to the lead, it would not pace. The device had switched to unipolar when connected outside the patient's body, and would not capture. The ipg was removed and replaced. No patient complications were reported as a result of this event.